Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not able to be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the tightly occluded iliac artery, the 4.0 x 40 mm armada 14 balloon dilatation catheter (bdc) was used for pre-dilatation of the lesion. The balloon was first inflated to the rated burst pressure (rbp) but failed to deflate. When the balloon did not deflate, it was decided to inflate it even more in order to rupture it to facilitate removal. At 20 atmospheres (atm) the balloon did not rupture and still could not be deflated. It was then decided to pull it back to the introducer sheath by twisting it. When the armada 14 bdc was close to the introducer sheath tip it was punctured with a needle and then it was able to be removed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.